Event description:
The pt was receiving a tsa using the turon shoulder. While attempting to trial the glenoid, the surgeon used 2 different pegged glenoid implants and was unable to seat either properly. He then used a keeled glenoid component that fit appropriately.